Manufacturer narrative:
The problem code a01 (patient device interaction problem) reported on the initial MDR was not applicable to the event and has been removed. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely use issue related as excessive force was stated to be used in order to attempt to advance the device. Pd-catheter-(twist, bent, kinked): the cause of the product damage was most likely use related as excessive force was stated to be used in order to attempt to advance the device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 72 year old male with a history of diabetes mellitus presented in acute myocardial infarction with cardiogenic shock and required mechanical circulatory support. During attempted placement of a right axillary 5.5 impella (sn (B)(6)), the physician encountered resistance at the 60° anastomosis while advancing the catheter through a 10 mm graft. Despite appropriate vessel size (7 mm) and no noted vessel abnormalities, excessive force was applied in an attempt to advance the device. The catheter was subsequently withdrawn, and inspection revealed a kinked catheter. The procedure was aborted and the device was removed without further delivery attempts. Impella 5.5 (sn (B)(6)), which was successfully implanted and remained in place for ongoing support. The initial failure to advance event, product damage (catheter kink), and resulting device replacement did not involve patient injury, and the patient survived escalation to impella 5.5 support. Based on the provided information, the event was attributed to resistance at the graft anastomosis combined with excessive insertion force, leading to catheter deformation (kinking). The device did not contribute to adverse patient outcomes, as the patient remained stable and ultimately survived impella 5.5 support. If the device is returned an internal investigation will be performed.